Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies displayed a pause in ventricular pacing when pressure was exerted to the ICD's case during the attempted implant procedure. Device connections were examined and the associated lead was repositioned in an attempt to mitigate this clinical observation; however, pacing pauses continued when the physician pressed on the case. A different device was implanted without further incident.